Event description:
The report received indicated that during a percutaneous coronary angioplasty of a lesion in the distal right coronary artery (rca), the physician encountered difficulties deflating the balloon. It was indicated that the balloon was inflated once and the maximum pressure applied was 12 atmospheres; however, it took approx two minutes for the balloon to deflate. Deflation was achieved by repeatedly applying negative pressure in the indeflator. The balloon cold be deflated to approx 70% and the entire system was removed from the pt as a unit, over the wire and into the guide. There was no injury to the pt as a result of the problem and the procedure was completed using a competitor balloon. Add'l info indicated that the contrast to saline ratio used during the procedure was 50:50. The target lesion was described as presenting average calcification and moderate tortuosity. There were no problems encountered while removing the unit from its package and there were no anomalies noted on the device prior to pt insertion.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the eval has not been completed. Based on reports of deflation difficulties encountered with the fire star ptca balloon catheter, cordis corp has initiated a worldwide voluntary recall for all distributed lots. Add'l info will be submitted within 30 days upon receipt.